Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 2mm and a 1mm neck diameter. The landing zone was 3.5mm on the distal end and 4mm on the proximal end. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. Angiographic result post procedure showed partial detention. It was reported that the pipeline flex was implanted to treat a large aneurysm in the ophthalmic artery segment. After the guide wire guided the marksman to the distal end of the aneurysm, the guide wire was withdrawn, and ped-450-30 was selected, which was successfully delivered to the tip end of the marksman. Deployed the tip end of the stent according to the operation method, which could be seen under the ray, and the tip end was not opened well, showing a "claw shape." After a series of stent deployment maneuvers, the "claw" of the stent tip did not improve. The operator believed that this was a problem product and could not be opened smoothly at the distal end. So it was withdrawn from the body and requested to be returned to the manufacturer. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed "less than or equal to 2 times." No additional  steps or other devices required to open the pipeline. The pipeline was not removed from the patient. Full wall apposition was not achieved. No ballooning was required for tapering or to ensure wall apposition. No patient symptoms or further complications were reported as a result of this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and any accessory devices were prepared as indicated in the IFU. Ancillary devices include a marksman 150 ev3 microcatheter.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): a pipeline flex embolization device and a marksman catheter were returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an opened pipeline flex embolization device inner pouch. Visual inspection/damage location details: the pipeline flex embolization device was returned within marksman catheter. The pipeline pushwire was found to be extending ~68.2cm from hub. The pipeline flex was then removed from marksman catheter. No bends or kinks were found with the pipeline flex pushwire. The pipeline flex embolization device pushwire was found be detached at hypotube proximal to wire weld. The proximal bumper, pad and re-sheathing marker were found to be returned; however, not intact. The dps restraints/sleeves, tip coil were found to be damaged. Proximal braid end was found to be collapsed and frayed. Distal braid end was found to be opened and frayed. No other anomalies were observed. No other anomalies were observed. Testing/analysis (including sem reports): the pushwire detached at hypotube proximal to wire weld was sent out for eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pushwire end shows tin (sn) was detected on the surface. Conclusion based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as distal braid end was found to be opened. Possible causes for ¿failure/incomplete open distal¿ are damaged braid or user deploys braid in vessel bend. Based on the returned devices, there was no non-conformance to specifications identified that led to the resistance during delivery issues. Regarding the solder joint separation, the investigation determined that this event was similar to an event that had already been investigated; therefore, another investigation is not necessary. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.